Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (device resetting) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief. The strained cable pulled the yellow (pgnd) wire into the black (main batt) wire, at the p702 connector in the distribution node, causing a short between the wires and causing the observed resets. Additionally, trunk cable connector j702 was cracked on the dn pca. The cause of the damaged j702 was the strained trunk cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's device was resetting.